Event description:
It was reported that during a shoulder scope the spider was not holding the position. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation was performed. The unit passed the 30 pound weight test. The unit was left pressurized for approximately 1.5 hours. The unit was administered the weight test again and it passed. The unit was de-pressurized and each of the limbs were manipulated and each moved freely. The drape switch and foot pedal test fixtures were utilized and the unit de-pressurized as designed. The customer provided footswitch de-pressurized the unit. The setup switch de-pressurized the unit as designed. The main power switch functioned properly. The weight test was administered a third time and the unit passed. The piston migration was measured at .88 inches. The complaint was not verified and the root cause could not be duplicated during the functional testing process.